Event description:
Related manufacturer reference number: 2017865-2024-71634, 2017865-2024-71637. It was reported that the patient presented for a follow-up visit in the clinic with a pocket infection and erosion. The device and leads were visible from the opened incision site of the implanted device pocket due to the infection. The physician removed the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).